Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) pump due to the pump not functioning properly. A new ipp pump was implanted. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. Visual examination of the pump found no evidence of abnormalities or leaks. The pump underwent functional testing did not pass within product specifications for the activation or deflation testing. Based on the information available and analysis results, the product analysis confirmed that the activation and deflation issues could affect product functionality; therefore, the conclusion code of cause traced to component failure was chosen.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) pump due to the pump not functioning properly. A new ipp pump was implanted. There were no patient complications reported.